Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9031584. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our quality engineers evaluation found the submitted device to have a proper application of adhesive to the tubing-adapter- junction. Although our team was unable to identify any abnormalities in the adhesive application it is currently believed that an inadequate amount of adhesive was applied to the tubing-adapter- junction which resulted in a weaker than expected bond. The most likely root cause for such an event is improper set up of the manufacturing equipment. To address this issue our facility has issued a quality alert to the production staff.

Event description:
It was reported that the nexiva diffusics 20g x 1.25 in connector came apart from the tubing during use while inserting the catheter. The following information was provided by the initial reporter: "nurse was inserting the IV catheter and entire end/connector of the catheter came apart form the tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nexiva diffusics 20g x 1.25 in connector came apart from the tubing during use while inserting the catheter. The following information was provided by the initial reporter: "nurse was inserting the IV catheter and entire end/connector of the catheter came apart form the tubing."